Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 1/16/1992 and was last repaired on 1/9/2013 for standard repair. Eval of the device verified the comb to be damaged. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer returned two cutters. Cutter eval demonstrated that both cutters produced an acceptable test mesh. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher had a damaged comb. Additional clinical follow up with the customer indicated that the sterile processing department staff preparing the device for sterilization noted the damage to the comb. There was no pt involvement/injury or delay in a surgical procedure.